Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported unresponsive touchscreen. Visual inspection of the main circuit board revealed a leaky super capacitor. The main circuit board was replaced as a precaution. The investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The top case and main circuit board were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen and main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.